Event description:
Medtronic received information that 4 years 6 months following the implant of this transcatheter bioprosthetic valve, the patient developed respiratory distress, went into cardiopulmonary arrest, and was transported to the hospital for emergency care. Severe ventricular fibrillation was observed. The patient was resuscitated but died on the same day. Additional information was received indicating that per the physician, the valve can be excluded as a contributing causae to the patient¿s death. Per the physician, the patient¿s underlying medical history caused or contributed to the patient¿s death. It was reported that the patient was scheduled for surgery due to mitral regurgitation. However, the patient was transported to the hospital in a state of heart failure and cardiopulmonary arrest due to acute exacerbation, and subsequently died. Additional information was received that indicated prior to the valve implant, the patient's new york heart association (nyha) functional classification was IV, and aortic valve mean gradient was 22 mmhg with moderate central aortic regurgitation. Additionally, moderate mitral insufficiency was reported. Following implant, therewas moderate paravalvular leak (pvl) and the mean gradient was 23 mmhg. Six months following valve implant, the pvl had reduced to mild, and the gradient was 25 mmhg. At the two year follow up, the pvl was resolved. A nuclear stress test was performed approximately one month prior to the patient's death which indicated stenosis in the proximal left anterior descending artery. Additionally, the mitral regurgitation was severe and was reportedly caused by cardiac hypertrophy with no relation to the medtronic valve. It had worsened from nyha I to iii over the last year. Subsequently, the patient was scheduled for a transcatheter mitral valve replacement. The cause of death was reported as ventricular fibrillation due to ischemic heart disease. Per the physician, there was no relationwith the device nor the implant procedure and the death.

Manufacturer narrative:
Updated data: b5. Third paragraph added h6. Device codes added additional codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that per the physician, the valve can be excluded as a contributing cause to the patient¿s death. Per the physician, the patient¿s underlying medical history caused or contributed to the patient¿s death. It was reported that the patient was scheduled for surgery due to mitral regurgitation. However, the patient was transported to the hospital in a state of heart failure and cardiopulmonary arrest due to acute exacerbation, and subsequently died.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Fourth paragraph added h6. Patient code e062102 removed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 years 6 months following the implant of this transcatheter bioprosthetic valve, the patient developed respiratory distress, went into cardiopulmonary arrest, and was transported to the hospital for emergency care. Severe ventricular fibrillation was observed. The patient was resuscitated but died on the same day. Additional information was received indicating that per the physician, the valve can be excluded as a contributing causae to the patient¿s death. Per the physician, the patient¿s underlying medical history caused or contributed to the patient¿s death. It was reported that the patient was scheduled for surgery due to mitral regurgitation. However, the patient was transported to the hospital in a state of heart failure and cardiopulmonary arrest due to acute exacerbation, and subsequently died. Additional information was received that indicated prior to the valve implant, the patient's new york heart association (nyha) functional classification was IV, and aortic valve mean gradient was 22 mmhg with moderate central aortic regurgitation. Additionally, moderate mitral insufficiency was reported. Following implant, therewas moderate paravalvular leak (pvl) and the mean gradient was 23 mmhg. Six months following valve implant, the pvl had reduced to mild, and the gradient was 25 mmhg. At the two year follow up, the pvl was resolved. A nuclear stress test was performed approximately one month prior to the patient's death which indicated stenosis in the proximal left anterior descending artery. Additionally, the mitral regurgitation was severe and was reportedly caused by cardiac hypertrophy with no relation to the medtronic valve. It had worsened from nyha I to iii over the last year. Subsequently, the patient was scheduled for a transcatheter mitral valve replacement. The cause of death was reported as ventricular fibrillation due to ischemic heart disease. Per the physician, there was no relationwith the device nor the implant procedure and the death. Additional information was received that per the physician, the patient had severe mitral insufficiency before and immediately after the valve implant. The degree of mitral regurgitation was unchanged.

Manufacturer narrative:
Corrected data: b5 - was corrected to include patient's previously implant surgical valve, device being recaptured and pateint's shortness of breath. Continuation of d10: corrected to include the follow products: product ID envpro-14; product type: heart valve. Product ID sorin mitroflow; product type: surgical aortic pericardial heart valve; implant date (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant within a previously implanted non-medtronic surgical aortic valve (sorin mitroflow), the valve was recaptured 10 times for unknown reasons. Following the valve implant, the patient's shortness in breath progressed the following year.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 years 6 months following the implant of this transcatheter bioprosthetic valve, the patient developed respiratory distress, went into cardiopulmonary arrest, and was transported to the hospital for emergency care. Severe ventricular fibrillation was observed. The patient was resuscitated but died on the same day.